Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, infection, recurring stress incontinence, bleeding, an difficulty during sex. No further information has been provided.